Event description:
Trifit ts / trinity dual mobility revision of the stem, ecima insert and biolox delta ceramic head after approximately 2 months due to a peri-prosthetic fracture from a fall.

Manufacturer narrative:
(B)(4) initial report additional information, including post primary and pre revision x-rays, operative notes (primary and revision), patient activity level, weight and medical history, whether the patient followed correct post-op protocol, and an update on the patient post revision was requested in order to progress with the investigation of this event, however, this information could not be provided and thus the scope of the investigation was limited. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. A review of the available manufacturing records did not identify any findings that could be associated with the reported peri-prosthetic fracture. Based on the information provided, the root cause is determined as a patient related issue (trauma / fall) and not linked to the device design or performance. This case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entities representative or distributor caused or contributed to this event.